Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had been having accidents where they peed all over themselves following a colonoscopy (not related to the device/therapy). The patient went to their healthcare professional (hcp) to change from program 2 (where they no longer felt the stimulation) to program 1. The programmer showed the ins was on. The patient stated that they could feel some slight stimulation and when they tried to increase it today but the device was at maximum settings. The patient was referred to their healthcare professional (hcp) to set up a meeting for programming changes. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were unable to adjust the stimulation and that they were "locked out." Patient clarified that they cannot increase. No further information reported.